Event description:
It was reported that, "knee dislocated. Femoral component jumped post. Patient was able to reduce knee herself. Second occurrence 2007 - knee dislocated and patient reduced knee herself." No interventional surgery performed."